Manufacturer narrative:
The device was returned to olympus medical for evaluation. During evaluation, the reported issue was confirmed; the air/water nozzle's flow rate did not meet with specifications, caused by foreign material clogging the nozzle. The examination of the returned device showed the following issues: the connecting tube's coating was peeling; the connecting tube was scratched; the connector cover was scratched and dented; the adhesive around the light guide lens was discolored, cloudy and peeling; the light guide lens was cracked; the adhesive around the objective lens was discolored, cloudy and peeling; the connecting tube was wrinkled; switch button 4 was worn; the universal cord protector was scratched; the suction cylinder was sheared and showed scrapes on the inner surface; the color ring was cracked; the adhesive on the bending section was discolored, chipped, cloudy and scratched; and the objective lens was cracked. The returned device was given functional testing and the following issues were noted: the angulation control's bending angle did not meet specifications in the up direction and the knob had excess play. These issues both occurred due to a worn angle wire. Further, the peeling adhesive around the objective lens caused a lens flare. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis lucera gastrointestinal videoscope that the air/water nozzle had flow issues. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.